Manufacturer narrative:
(B)(4). There was no sample received for analysis. Three pictures were received with the complaint. The complaint stated that the electrode peeled away. A review of the pictures returned with the complaint, show that the electrode separated from the lower jaw but was still attached to the instrument via the active rod. It is unclear by the picture if there was any additional damage to the instrument. No further analysis could be performed due to the instrument was not returned. There was no sample received for analysis. Three pictures were received with the complaint. The complaint stated that the electrode peeled away. A review of the pictures returned with the complaint, show that the electrode separated from the lower jaw but was still attached to the instrument via the active rod. It is unclear by the picture if there was any additional damage to the instrument. No further analysis could be performed due to the instrument was not returned.

Event description:
It was reported that during a laparoscopic hepatectomy, the electrode peeled away. Another device was used to complete the case. There were no adverse consequences to the patient. When the device was removed via a trocar, the peeled electrode was caught in the trocar. Then, the surgeon held the trocar with the opposite hand of the etrio335h and tried to pull out it. At the time, the surgeon cut his hand about 5mm. The patient was (B)(6) patient. No device will be returning.